Manufacturer narrative:
UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the station was not in profile mode and orders were not crossing over. The technical support specialist checked both stations in non-profile mode, and no errors were found in the logs. The customer did not provide example orders. The tss reached out to the account executive to change the stations to profile mode and because there was no button to check profile mode, only a button for temporary non-profile mode and the account executive has access to make these changes. The tss verified with the customer that the account executive assisted the user to make changes to resolve the issue. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders not crossing over to the station, requiring both stations to be switched to profile mode. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.